Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009. The patient alleged that his one touch ultra2 meter results were inaccurately low, resulting in "damage to my eyes." Although the patient's details, including dates, were limited, he reported the following to this specialist. In either 2008 or 2009 (the patient would not be specific), the patient received laser surgery on his eye or eyes. "I had diabetic neuropathy or something." When asked if it was diabetic retinopathy, he said that he did not know. When a recent a1c "ran real high" (result not recalled), the patient doubted it since his two daily fasting tests had ranged from 97 10 100 mg/dl. On another unknown date, possibly in 2009 in the morning, the pt was evaluated by his physician with symptoms of "feeling terrible." The pt did not recall the specific symptoms although he has felt "dizzy, sweaty, stomach felt bad with vomiting" on unrecalled dates. With a result of 600 mg/dl obtained on the office meter and 100 on his meter one hour earlier, the physician immediately admitted the patient to the ER where he was treated with insulin and released. The pt does not recall if the hcp in ER injected insulin with a syringe or an IV. The physician did not change the pt's diabetes regimen of daily metformin and glyburide. The pt does not recall the amount he takes. The pt's meter had been replaced by customer service. Because the patient alleged that he was admitted to ER with a blood glucose of 600 mg/dl on his physician's meter (pt does not recall ER result) and treated with insulin, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.